Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of the pipelines involved:model: fa-71350-30, lot: 9497582 - dom: 10/4/2011 - exp: 11/1/2013.model: fa-77400-20, lot: oc11-005 - dom: 10/3/2011 - exp: 10/1/2014.(B)(4)

Event description:
Treatment of an aneurysm. It was reported both pipelines were not fully opened after deployment due to anatomical tortuosity.no patient injury reported.